Event description:
The pump was returned to animas. Product analysis evaluated the pump and found a defective component on the printed circuit board. This report is made based on the results of evaluation completed on (B)(4) 2014.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump history was reviewed and found evidence of short battery life. During testing the pump current draws were tested and were confirmed to be out of specifications. The pump was opened and a defective circuit component was found on the printed circuit board.